Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 2 infusion set cannula was kinked event on (B)(6) 2024. The event occured after 3 or more hours of insertion. The infusion set was in use for 24 hour. The site of insertion was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.